Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was noted that there were noise reversion episodes recorded. It was noted that the right ventricular (rv) lead exhibited noise oversensing and caused pacing inhibition. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.